Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism and cover separated from the needle of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the safety mechanism and cover separated from the needle of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, 20 retained samples underwent a visual functional test to check for defective locking mechanisms and hub/collar separation. The samples passed the test as there were no signs of damage to the device or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.